Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and a hypoglycemic event. The patient's physician reported that on (B)(6) 2018, the patient was in the hospital for hypoglycemia due to inaccurate readings between the cgm and the bg meter. Treatment at the hospital is unknown. Further contact was made on (B)(6) 2018 that the patient was expected to be released from the hospital on (B)(6) 2018. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A root cause was not determined.